Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6fr. Reportedly, no resistance was felt during advancement, the footplate was opened and when pulling back against the arterial wall resistance was felt and the device could not be removed. The footplate was not retracted. The shaft of the device separated where the black and silver parts meet. A surgical cut-down was performed and the all pieces of the device were removed. The tavi procedure was completed and the artery was surgically sutured closed. Two proglide sutures were successfully placed in the left common femoral artery (lcfa) using the preclose technique. Hemostasis was achieved in the lcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and in the process of being established in the preclose technique. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The guide separation was confirmed. The foot retraction problem was unable to be confirmed due to the condition of the returned device. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.